Event description:
The facility reported a colleague infusion pump with a malfunction of channel b failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but it is known that it occured in the intensive care unit. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b failure was not confirmed or reproduced by baxter personnel during product evaluation. The root cause was assigned to corrosion of the pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition.